Manufacturer narrative:
Reported event: an event regarding loosening involving an accolade stem was reported. Review of the medical records provided indicated malposition of the trident shell component; this was confirmed based on the x-rays provided. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation - it remains implanted. Medical records received and evaluation: the provided medical information was reviewed by a clinician who provided the following comment: provided x-ray confirms a 90 degree vertical position of cup of the right hip. Need primary/revision operative reports, office/clinical reports, serial x-rays, and examination of the explanted components device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including primary/revision operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
Revision of right hip implants due to pain in right hip. Update 16/january/2019: rep originally reported stem, head, and liner in the product grid. As reported in adverse consequences details: "patient had to have a revision of original implants from (B)(6) 2016". Pre-revision x-rays and primary implant sheet provided. Update 21/january/2019: rep provided additional details: stem was somewhat loose. Patient was revised to competitor devices.